Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to a leakage from the locking pin. The cause of the leakage could not be further presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) it is further recommended to the user facility to stop using the device in a procedure and ask olympus for repair if an abnormality of the device such as leakage and/or damage is found. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had air/water leakage as it failed the leak test, and the tube was separating from knob at the head piece. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water supply was clogged at the insertion tube side with a white residual. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: theelectrical connector locking pins leaked. The plastic distal end cover insulation had dents and scratches. The distal end plastic cover had holes in the plastic distal end cover glues, the bending section cover glue was removed. The objective lens edges had chips and a scratch. The light guide lens had a cracked 2x. All switch functions were working and there were no cuts on the buttons. The air/water supply was clogged at the insertion tube side with white residual. The nozzle was removed and there was still no water flow. The insertion tube had chips on the boot. The insertion tube insulation had no drop. The control body had scratches on the grip and a partially damaged color ring on the air/water cylinder and the color ring on the suction was missing. The light guide tube boot was separated from the scope cover. The scope connector had scratches and was dry. Angulation was okay. The control know was okay and the movement had play. All labels were damaged. One of the frame screw holes was stripped and the screw kept rotating while torquing. The bending section was okay. The light guide bundle/source was okay. The glass cover was okay. The water mouthpiece was okay. The body control unit tabs were okay. The switches were okay. The plastic distal end cover insulation was 2,000 megaohms. The insertion tube insulation was 5 megaohmns. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.